Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured upon inflation, after the device was placed in the patient and operations to deploy commenced. Hemostasis was achieved with manual compression. There was no reported patient injury. Proper inflation had been observed during testing outside the body. There was no prior pta, stent, or vascular graft in the common femoral artery. The user is certified. A 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured upon inflation, after the device was placed in the patient and operations to deploy commenced. Hemostasis was achieved with manual compression. There was no reported patient injury. Proper inflation had been observed during testing outside the body. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The user is certified. A 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position and was fully covered by the sealant sleeves. With respect to the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was found ruptured, presenting a radial tear. The core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a radial tear in the balloon was confirmed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the radial tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, handling factors, access site vessel characteristics (which was reported to have no pvd/calcium within the vicinity of the site) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured upon inflation, after the device was placed in the patient and operations to deploy commenced. There was no reported patient injury. Proper inflation had been observed during testing outside the body. The device will be returned for evaluation.